Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information after the implant of this transcatheter bioprosthetic valve, aortography indicated trace unspecified aortic regurgitation. Pulmonary edema was also noted and was treated with bipap and medications. Eighteen days after the implant, the patient expired due to pulmonary edema. There was no allegation that the valve caused the pulmonary edema and subsequent death. Additional information was received that the same day as the transcatheter aortic valve implantation (tavi) procedure, the patient developed a urinary tract infection. Antibiotic therapy was prescribed for nine days. Clarifying information was reported that the patient experienced the first episode of pulmonary edema one day prior to the tavi. Two days after the tavi procedure the patient experienced pulmonary edema secondary to pacemaker dysfunction - there was a loss of p-wave detection by the pacemaker. It was reported in the days following, repeated episodes of pulmonary edema were noted. There was no sign of aortic valve dysfunction. Moderate mitral valve regurgitation was noted, but this was reported to be unchanged from baseline. Fifteen days after tavi, a decision was made to limit therapeutic effort and comfort care was initiated. The patient died three days later. Per the physician the medtronic valve was a possible contributor to the pulmonary edema.

Manufacturer narrative:
Updated data: h10. The initial medwatch report was inadvertently submitted without identifying a related regulatory report submitted for this patient and device. The related report number documented in h10 was previously submitted to report the complete heart block and subsequent permanent pacemaker implant. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.